Event description:
I was receiving transcranial magnetic stimulation (tms). I wore earplugs to protect my ears. During what I believe was my third session, I heard a loud noise inside my head. After the session ended, I kept hearing noise in both ears. I chose to discontinue tms out of concern for my hearing. I had never had any hearing problems before tms. After several days, the hearing in my right ear returned to normal, but the tinnitus in my left ear has never gone away. It's a ringing sound that varies in intensity and pitch.